Event description:
Clinical study same case as 6000089-2006-00131. It was reported that 294 days afer a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 3.5mm, 80% stenosed saphenous vein graft in the 1st left posterolateral branch (1st lpl). The physician treated the lesion with direct placement of a taxus express2 8.8% 3.00x32mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed saphenous vein graft in the distal right coronary artery (dist rca). The physician treated the lesion with direct placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Approximately 294 days after the initial procedure the pt expired. There was no autopsy. The site talked with the pt's partner who stated the pt lost consciousness at home. CPR was initiated, but the pt expired. In the opinion of the physician the relationship of the pt's death to the target lesion is unk.